Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). H3: product analysis wr9200: device is unresponsive. Device is confirmed to have main micro-controller corrupted thus causing the batteries to cycle/scroll. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new¿malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that new wireless charger (wr) that is out of order and is just showing the continuous cycling of battery light. Agent reviewed that wr will need to be replaced due to a bricked device. Agent reviewed how to avoid this in the future. Rep stated he just put the wr on the dock and doesn't recall jostling the wr. Agent transferred caller to customer service to order another replacement for the patient.